Manufacturer narrative:
This is one of two device reports related to this event. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced a sudden cardiac arrest and expired 11 days later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.